Event description:
The customer reported to the philips response center that the unit had recurring 90007 errors in the error log.

Manufacturer narrative:
The customer reported to the philips response center that the unit had recurring 90007 errors in the error log. The hospital biomed reported that due to multiple 90007 entries, he replaced both the control and power pca, to resolve the reported failure.